Manufacturer narrative:
The excor blood pump, (B)(4) was in use by the patient from (B)(6) 2021 until (B)(6) 2021 (38 days). We have reviewed the production records of the excor blood pump (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect in the right excor blood pump of a patient supported in the bvad configuration. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During initial visual examination of the returned blood pump no abnormality could be detected. The blood pump was then tested for functional performance. The pump met its required functional specification. During testing, pumping noises of the blood pump can be heard. However, in this case these noises are not unusual compared to other blood pumps. For further investigation, the blood pump was disassembled, and the membrane layers were examined individually. All three layers of the membrane are intact. No unusual amount of loose graphite was seen and spread evenly on all layers. Neither a defect nor a malfunction could be determined. The blood pump met its specification. The pumping noise of the pump in question is not unusual compared to operating noise of other blood pumps.